Manufacturer narrative:
The returned product was evaluated and found to be functioning as intended. No problem found that would have caused or contributed to the customer's hypoglycemia. The bg meter was tested with control solution and also tested on a simulated strip tester; all results were acceptable and "better than the 20% tolerance limits." The device was found capable of delivering insulin and nothing was found that would have restricted or reduced insulin flow. The customer's hcp adjusted his basal setting 2 days prior to the diabetic coma. Although we do not know what the basal setting were before and after the hospitalization to make an assessment as to whether this may have been a contributing factor to the hypoglycemic event, the omnipod's user guide does discuss having the incorrect basal program as a possible cause of hypoglycemia. The user guide states that "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose... If left untreated, sever hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm." Omnipod's user guide stresses the importance of treating symptoms of hypoglycemia immediately as it warns: "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if your are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." Product lot qualifications were reviewed and determined to have met all acceptance criteria.

Event description:
Customer stated that he "doesn't feel comfortable continuing to use the pdm because his bg levels are continuing to drop low, below 25 mg/dl." The customer's hcp adjusted his basal program on wednesday and on friday his bg dropped so low that he went into a diabetic coma. Customer is "feeling a lot better now" and is at a follow up appointment. The product will be returned for evaluation.